Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be o2 mixer assembly defect. In consequence the o2 mixer assembly has been replaced.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: self test failed and technical events - 231007, 231008, 231013.